Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had multiple, intermittent high blood glucose (bg) levels (285 mg/dl) and a correction bolus was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issue was found. Tandem technical support advised the customer to discuss the high bg levels with a healthcare provider.